Manufacturer narrative:
(B)(4). Based on the review of the x-ray views provided to st. Jude medical, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis. (B)(4).

Event description:
During follow-up, fluoroscopy indicated the lead was externalized close to the coil. No further intervention was performed. The patient's condition is stable.